Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01311. This report is being submitted as additional information. (B)(6). Approximate age of device - 7 months, 17 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital for a lactate dehydrogenase (ldh) trending up which was 935 u/l at the time of event. The patient was on coumadin, asa (acetylsalicylic acid), and plavix. There were no other symptoms reported. The patient medication was adjusted in response to the rising ldh. The patient was switched from plavix to brilinta 90 mg twice a day, asa was decreased to 162 mg accordingly. The repeat ldh was 888 u/l with an inr 2.3 with inr goal 2.5-3.0 due to history of previous thrombotic events. The patient was started on a heparin drip. The patient was discharged home with ldh 751 u/l with inr at 3.3. No further information was provided.